Event description:
Patient's pump (B)(4) malfunctioned, alarming "no disposable, pump won't run". Patient replaced batteries. Ensured tubing was not clamped or kinked and ensured cassette was aligned properly. Not able to clear alarm. Sending patient replacement pump. Dose or amount: 83ng/kg/min, frequency: continuous and route: IV. Dates of use: from first ship (B)(6) 2007 to continuing. Diagnosis or reason for use: pah.